Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.

Manufacturer narrative:
The reported event of premature depletion of battery was not confirmed. The device at elective replacement indicator (eri) level was returned for analysis. Evidence from the device image reflected that autocapture feature was enabled and operated in high output mode at times, and during which, the device output would adjust itself to accommodate the patient¿s needs for pacing. Analysis performed and longevity assessment were normal with no anomalies found.